Event description:
It was reported via repair work order that the brakes would not engage electrically or manually due to the patient foot right caster being broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.